Event description:
During an abbott on-site customer training class, an issue with ordering patient samples on the architect c8000 was observed. Tests were ordered on a patient with sample identification. No pid (patient identification) was entered. A patient name was entered. When pending test orders were reviewed, a different patient name and pid was assigned to sid. No error message was generated. There was no impact to patient management.